Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) of 2007. According to the report, the shunt stopped draining. The report stated that the physician said that there was no physical blockage anywhere. Reportedly, the shunt was explanted on (B)(6) 2015. It was reported that the patient is doing better now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.